Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that during a cataract extraction with intraocular lens implant procedure the display showed 'full bag' of balanced salt solution (bss) but actually it had about 1/2 bag of bss left, and there was no bss coming from irrigation/aspiration ( I/a) tip. The scrub technician was able to get the bss flowing again through the I/a tip. The case was completed as planned.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative told the surgical technicians what to look for when an I/a handpiece becomes obstructed. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).